Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances noted on the leads. The patient leads and ipg were replaced, and that the patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).